Event description:
It was reported that the right ventricular lead was oversensing t waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 4 ventricular fibrillation (vf) episodes with less than or equal to 210 ms average v-cycle between (B)(4) 2012 16:10:12 and (B)(4) 2012 12:31:05.